Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit displayed a message indicating an alarm abnormality. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: (B)(6) 2019. PMA/510k:(B)(6) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the speaker and central processing unit (cpu) and the issue was resolved. The fse also replaced the unit's filters as part of preventative maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 21may2019. The central processing unit (cpu) printed circuit board assembly (pcba) was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no errors were found and the reported failure could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.